Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A conclusive cause for the heart failure cannot be determined. Death is a cascading effect of the heart failure. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director and the reviewer stated: in this case of grade 4 functional mitral regurgitation, on (B)(6) 2018, one mitraclip was implanted reducing mr grade to 1. On (B)(6) 2019 the patient had worsening heart failure. The patient was re-admitted to the hospital and was medically managed, but the patient expired on (B)(6) 2019 due to worsening heart failure. There is no evidence of a relationship of the fatal event to the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to 1. On (B)(6) 2019 the patient had worsening heart failure. The patient was re-admitted to the hospital and was treated with medication, but the patient expired on (B)(6) 2019 due to worsening heart failure. In the opinion of the physician, it is unknown if the patient death is related to this event. No additional information was provided.